Manufacturer narrative:
(B)(4). Batch #: u5dp6d. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with the closure trigger and anvil in closed position with no apparent damage. Also, an unknown trocar was returned in the shaft of the device and with one ecr45g reload loaded in the device. The reload was received partially fired 1/10. The device was tested for functionality in the articulated position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.

Event description:
It was reported that during the lobectomy surgery, after first fired, noted some staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.